Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
A consumer implanted for degenerative disc disease/herniated disc pain and spinal pain reported seeing the poor communication screen on the patient programmer (pp), the reposition antenna screen on the recharger, and being unable to communicate with either the pp or recharger, and being unable to recharge. When the consumer told the manufacturer's representative (rep) about the issue, they told them to ask for a new recharger. There were no falls, traumas, or recent medical testing. The consumer stated the implantable neurostimulator (ins) pocket looked fine, but they had lost a lot of weight. The last time the consumer recharger was about a month ago (they recharged monthly), and the last time they felt stimulation was two days ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.